Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamiton medical ag: they informed me that the vent was not on the patient then. They were running the pre-checks and a power failure/ alarm occurred. No further information received so far. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: they informed me that the vent was not on the patient then. They were running the pre-checks and a power failure/ alarm occurred. No further information received so far no patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was reported that the ventilator alarmed with loss of external power during ventilation. No harm reported. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed that the unit alarmed with loss of external power and continued on battery power. No further feed back was received despite reminders. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.

Event description:
The following was reported to hamilton medical ag: they informed me that the vent was not on the patient then. They were running the pre-checks and a power failure/ alarm occurred. No further information received so far. No patient involvement.